Event description:
Some of the kits contained in our lots exhibit a potential defect with the outer tray compromising its sterility.======================manufacturer response for arterial line introducer kit, argon art line kit (per site reporter).======================they made us aware and asked for the recall and return of the product.